Event description:
It was reported that the customer had high blood glucose levels of 490 mg/dl. The customer reported that the customer treated with a bolus from the insulin pump and manual insulin injections. The customer indicated having symptoms consistent with high blood glucose levels including light headedness and vomiting. Troubleshooting was done. The alarm history of the insulin pump showed that there was a low reservoir alarm and a low battery alarm. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).